Event description:
Boston scientific received information that this patient, with this implantable cardioverter defibrillator (ICD) device, was in-clinic for a device check. The clinic rn reviewed the episodes on the therapy counter section, however, upon review of the arrhythmia logbook, there were no stored electrograms. All of the electrograms had been overwritten, including the vf episodes from the initial dft testing. The clinic rn was unable to identify the atr and nsvt episodes that this patient had been experiencing. The clinic rn reported that this patient had been receiving radiation therapy. Attempts to access the electrograms from the conversion summary screen was unsuccessful. Technical services recommended that the clinic rn perform a save-to-disk for return and analysis.

Manufacturer narrative:
A memory disk was returned for analysis. Boston scientific's reliability assurance laboratory verified this device experienced a warm reset with the last reset occurring on august 10, 2007 due to memory corruption. The root cause was attributed to exposure to radiation therapy. Boston scientific's technical services contacted the local sales representative and recommended that this patients device's should have the patient triggered monitor feature programmed enabled and then disabled. Additionally, it is important that patient triggered monitor disabled after being enabled for patients being treated with radiation therapy. Subsequently, detailed analysis of the memory disk found that built-in device self diagnostics detected unexpected changes in certain locations of device memory that controls episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed, however, a firmware design issue prevented the device from further updating data variables stored in this area of memory. The local representative was contacted by technical services to have the clinic reprogram history tachy storage percent to 20% in order to eliminate the risk of resets from occurring. This finding has been classified as non-clinically out-of specification and would not have impacted this device's ability to sense and deliver therapy given this patient's episode and current device implant history. This MDR report will be considered late. This event is being MDR reported based on a precedent event which was reported due to the identified failure mechanism, therefore, events in this trend categorized as yellow or red meet the criteria for reportability.